Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during implantation of an impella cp a kink in the peel-away sheath was noted. The physician accessed the left anterior fascicular for implantation. Later, the patient was successfully weaned and survived.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. Based on the clinical details the pump inserted with no issues. Kink in the introducer was observed. No other details known. The cause of the introducer damager mechanical was most likely a sheath kink but the cause of the kink could not be determined due to no product returned and lack of clinical details. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-28370 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-28370 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-28370 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number. D10 added pump information since the initial manufacturer device report number 1220648-2025-28370 was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-28370 was submitted in accordance with updated procedures.